Event description:
It was reported that the procedure was to treat a tortuous and heavily calcified lesion in the circumflex artery. The lesion was pre-dilated. A 6f guide catheter and a guideliner were used. The guideliner had good positioning, approximately 2 cm into the circumflex. The xience stent was unable to cross due to the heavy calcification and as it was retracted into the guideliner, the stent became dislodged from the stent delivery system (sds), but remained on the guide wire. A 1.5 unspecified balloon was advanced and was able to deploy the stent in an unintended site. The procedure was concluded with no additional treatment. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the lesion site was described as heavily tortuous and heavily calcified, which likely contributed to the failure to cross. Further, this interaction with the anatomy/lesion may have resulted in disruption of the stent implant on the balloon, such that during retraction of the stent delivery system (sds) the stent dislodged as it interacted with the tip of the guiding liner and remained on the guide wire. The reported foreign body in patient and additional therapy/non-surgical treatment appear to be secondary effects of the reported stent dislodgement and a balloon catheter was used to deploy the stent in an unintended site. To ensure this is not the result of a product deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Although the return of the sds may have assisted in the investigation, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to difficulties experienced. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification.